Manufacturer narrative:
Date of event is estimated, date of implant is unknown. Initial reporter phone number: (B)(6). The unique device identifier (UDI) is not provided because the lot number is unknown.

Event description:
It was reported that the patient's lead had high impedances. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.